Event description:
Additional information received indicated that the device was reprogrammed to resolve the event. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, incorrect interpretations of signals due to high morphology match were noted in the transmission of the device. Device reprogramming is anticipated. The patient was stable.